Manufacturer narrative:
Additional information: a1, h3, h6, h10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 30apr2019 to present date 20jan2021, and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported the device won't turn on/off. Device does not boot up when plugged into pcu. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on/off. Device does not boot up when plugged into pcu. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device won't turn on/off. Device does not boot up when plugged into pcu. There was no patient involvement.